Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the velys navigation station, velys robotic-assist station, velys camera station, velys spine single instrument array 4, velys tool holder l, ri incision tube 16, and ri scalpel holder were involved in a reported event during a spinal fusion procedure. The event included multiple issues: the location of array #4 was inaccurate medially, and the tool holder was described as having excessive play. The right side screws were placed without issue, but the left l5 screw was not positioned correctly, resulting in more bleeding than expected and a delay. After several hours, a second procedure was required to redirect the left l5 screw, which was found to be off laterally. The redirection was completed without navigation or robotic assistance. Troubleshooting involved replacing array #4 and recalibrating, which appeared to resolve the issue. The velys spine single instrument array 4, ri incision tube 16, and ri scalpel holder are available for return, while the velys tool holder l is retained. The event resulted in bleeding and required surgical intervention.